Event description:
It was reported that five months post-operatively there were three loose screws and one broken screw in the pt's instrumentation. Levels treated during index surgery were l5-s1 for instability. Instinct java instrumentation was used with a non-zimmer slif cage. The pt presented five months post-op with pain. X-rays showed a broken screw at left s1 and the three other pedicle screws were loose. All instrumentation was removed and replaced with new instinct java hardware and l4 was treated as well. The pt is reported as doing well.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.